Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. No cosmetic damage was noted.

Event description:
It was reported that the customer had a motor error alarm during rewind. The insulin pump was not exposed to a high magnetic field. Customer's blood glucose was 8.3 mmol/l. Customer was advised to remove the pump battery to prevent continued alarm. Customer was also advised that the pump will be replaced. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.